Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 investigation findings, type of investigation, investigation conclusions, h11 a getinge field service engineer (fse) checked the machine on system trainer & found no such issue with the machine. All pressure reading come properly. Performed all test. All tests passed. Observed the machine on system trainer for more than 2 hrs. Machine working ok on system trainer.equipment handover to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure is not coming. There was no patient harm reported.